Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-503-ttth and lot number,108761152 combination found no related information. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The contribution of the device to the reported event could not be determined. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that patient underwent a right tka on (B)(6) 2015. On (B)(6) 2016 patient had a revision surgery due to tibial loosening. During the revision, the tibial tray ar- 503-ttth (lot 108761152) was explanted along with the tibial bearing implant ar-513-bh13 (lot 113601335). The revision procedure was completed using arthrex products. The following parts were implanted during the revision procedure: tibial tray ar-513-t7 (lot 10023645), tibial bearing ar-513-bh18 (lot 113601405) and stem extension ar-513-1450 (lot 10024349). Patient was a male, (B)(6). Patient medical records dated (B)(6) 2016 noted: chronic right knee pain with right knee instability. Examination of the right knee demonstrated swelling. Records noted that on (B)(6) 2016 a specimen was sent to the lab and results found no evidence of infection. Surgeon recommended a total knee due to pain in the knee that is increase with activity and weight bearing. Patient reported interference with activities of daily living. Patient had pain through a limited passive range of motion with crepitus and swelling. Records noted that the x-rays showed periarticular osteophytes and joint space narrowing.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, (B)(4) and lot number 108761152 combination found no related information. If additional relevant information is received, a follow-up report will be submitted. Customer will not return the devices.

Event description:
It was reported that patient underwent a right tka on (B)(6) 2015. On (B)(6) 2016 patient had a revision surgery due to tibial loosening. During the revision, the tibial tray (B)(4) (lot 108761152) was explanted along with the following original implants: tibial bearing implant (B)(4)(lot 113601335). Procedure was completed using arthrex products. The following parts were implanted during the revision procedure: tibial tray (B)(4) (lot 10023645), tibial bearing (B)(4) (lot 113601405) and stem extension (B)(4)(lot 10024349). Facility will not return explanted devices for evaluation. Patient medical records dated (B)(6) 2016 noted: chronic right knee pain with right knee instability. Examination of the right knee demonstrated swelling. Records noted that on (B)(6) 2016 a specimen was sent to the lab and results found no evidence of infection. Surgeon recommended a total knee due to pain in the knee that is increase with activity and weight bearing. Patient reported interference with activities of daily living. Patient had pain through a limited passive range of motion with crepitus and swelling. Records noted that the x-rays showed periarticular osteophytes and joint space narrowing.